Event description:
The meter display is lost or faded with some numbers missings. During the troubleshooting process, it was determined that all the segments in the hundreds position were missing. A request was made to have the meter returned for evaluation. In the meantime a replacement unit has been provided. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise.